Event description:
The facility representative reported a flogard infusion pump with a mark on the screen. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was neither confirmed nor reproduced during device evaluation. No cause was identified and no repairs were performed for the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.